Event description:
During the incoming inspection of goods by the distributor, the pin could not be fixed in the rocker arm. There was no patient contact or injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.